Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated magnesium result on the architect c4000 analyzer. Sample ID (B)(6) generated an initial result of 6.2 mg/dl and repeated (2.1 and 2.0 mg/dl). A second sample from same patient was also tested and generated 2.2 mg/dl. No specific patient information or impact to patient management was reported.

Manufacturer narrative:
The customer resolved the issue by replacing and calibrating the architect sample probe, which was identified to be the likely cause. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the architect sample probe identified no issues or trends. A review of architect clinical chemistry systems tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect clinical chemistry systems erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no systemic issue or deficiency of the architect c4000 was identified.